Event description:
Patient was revised due to poly wear of the liner and loosening of the cup.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Additionally, the liner product code has been identified as obsolete since september of 2002. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.